Event description:
As reported by the (B)(4) registry on the same day after a carotid artery stenting (cas) procedure in the proximal internal carotid with a 7x30mm precise stent, a patient was diagnosed with a stroke (ischemic). The recovery was partial with minor residuals. Nih and rankin scores were 0 at baseline. It was reported that the patient was symptomatic at the time of the procedure. Cas was performed on an 80% occluded lesion in the proximal right internal carotid artery of 15mm in length in a 6.0mm vessel diameter. The arch I lesion had no documented calcification. A 7mm medium support angioguard embolic protection device was successfully deployed past the lesion and pre-dilatation was performed. A 7x30mm precise pro rx stent was successfully deployed at the target lesion and the angioguard was successfully removed. There was no debris found in the basket upon removal. The residual diameter stenosis measured 10. There was no documented dissection following pre-dilation or presence of air bubbles during the procedure. The patient was neurologically intact upon leaving the angio suite. Shortly after the carotid stenting procedure while the patient was in the recovery room, the patient demonstrated left facial droop, a left upper extremity drift and left upper extremity ataxia. A stroke alert was called but conservative therapy was recommended. He had a CT of the head and neck performed. There was no evidence of an acute cva on this and serial images. Although not documented by CT, the physician feels that the patient most likely suffered a small ischemic stroke. Upon discharge, the patient¿s nihss was 2 with residual left upper extremity weakness and ataxia. He is currently undergoing outpatient pt and ot 3 times per week. He had a rica implanted and his neuro deficits are in the lue. The patient remained hospitalized for approximately 26 days. The discharge recommendations included outpatient physical and occupational therapy 3 times per week.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(6) registry on the same day after a carotid artery stenting (cas) procedure in the proximal internal carotid with a 7x30mm precise stent, an (B)(6) male patient with medical history including previous tia, smoking (>5packs of cigarettes), diabetes mellitus and coronary percutaneous revascularization was diagnosed with a stroke (ischemic). The recovery was partial with minor residuals. Nih and rankin scores were 0 at baseline. It was reported that the patient was symptomatic at the time of the procedure. Cas was performed on an 80% occluded lesion in the proximal right internal carotid artery of 15mm in length in a 6.0mm vessel diameter. The arch I lesion had no documented calcification. A 7mm medium support angioguard embolic protection device was successfully deployed past the lesion and pre-dilatation was performed. A 7x30mm precise pro rx stent was successfully deployed at the target lesion and the angioguard was successfully removed. There was no debris found in the basket upon removal. The residual diameter stenosis measured 10. There was no documented dissection following pre-dilation or presence of air bubbles during the procedure. The patient was neurologically intact upon leaving the angio suite. Shortly after the carotid stenting procedure while the patient was in the recovery room, the patient demonstrated left facial droop, a left upper extremity drift and left upper extremity ataxia. A stroke alert was called but conservative therapy was recommended. He had a CT of the head and neck performed. There was no evidence of an acute cva on this and serial images. Although not documented by CT, the physician feels that the patient most likely suffered a small ischemic stroke. Upon discharge, the patient¿s nihss was 2 with residual left upper extremity weakness and ataxia. He is currently undergoing outpatient pt and ot 3 times per week. He had a rica implanted and his neuro deficits are in the lue. The patient remained hospitalized for approximately 26 days. The discharge recommendations included outpatient physical and occupational therapy 3 times per week. Additional information was received that the patient was discharged on the following day. Nih and rankin scores were both 2. At the 30 day follow-up approximately 6 weeks later, the nih and rankin scores were both 1. The patient exited the study after having completed all of the required follow-up. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Additional information was received from the cec minutes that the patient was discharged 5 days after the adverse event. No further information is available at this time.